Event description:
Boston scientific received information that during a routine follow up it was confirmed that the right atrial (ra) lead was severed between the distal and proximal electrode and out of range pacing impedances were noted. The device was reprogrammed and the ra lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.